Event description:
Procedure: laparoscopic lung goiter resection. According to the reporter: the staples could not be fired normally, it seemed to be stuck in the loading unit. The surgeon had to conduct a thoracotomy to complete the procedure.

Manufacturer narrative:
(B)(4).